Event description:
It was initially reported that the patient¿s implantable neurostimulator (ins) was suspected to be in an overdischarge condition. It was noted that the last successful recharging session was 1 to 2 months ago and the patient had last felt stimulation about 6 weeks. The ins was reported to have been implanted in ¿(B)(6)¿. Follow up information received from the patient on (B)(6) 2013 reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment of (B)(6) 2013 was noted. Additional information received on (B)(6) 2013 reported that the patient had their ins replaced due to their parkinson¿s disease making charging the ins battery difficult. The patient was implanted with a non-rechargeable model. There were no patient symptoms or product issues associated with the event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was receiving adequate stimulation. It was noted that no diagnostics were performed.